Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15363. It was reported the asymptomatic patient had a history of insulation issues. Previously, the patient had been programmed to address the issue, but finally the atrial and ventricular leads were explanted and replaced. The patient was stable.